Manufacturer narrative:
Analysis of the external pulse generator (epg) found parameters were out of tolerance during incoming tests, and the epg needed to be calibrated. The atrial connector was also broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned to service with no information. It subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.